Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the issue reappears.